Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's lead implant procedure, patient experienced hypotension and arrhythmia due to sensitivity to anesthesia. As a result, the physician decided to abort the procedure.